Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that an x-ray image allegedly demonstrated a catheter fracture. Reportedly, the catheter was removed from the atrium. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an x-ray image allegedly demonstrated a catheter fracture. Reportedly, the catheter was removed from the atrium and the port system was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: one plastic powerport isp MRI was returned for evaluation. A complete circumferential break was noted at the distal end of the port stem. The break is characterized by a partially smooth break and an elliptical profile. The remaining portions of the device were both patent to infusion and aspiration. Therefore, the investigation is confirmed for the alleged break with embolism. Per the evaluation results, the ends of the catheter break were jagged, possessing a mostly granular surface that was smooth on one side and an elliptical shape. These characteristics are typical of flexural fatigue, and it is possible that cyclical kinking of the catheter tube due to physiological, placement, usage, or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to he reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that an x-ray image allegedly demonstrated a catheter fracture. Reportedly, the catheter was removed from the atrium and the port system was replaced. There was no reported patient injury.